Event description:
It was reported intraoperative testing of the patient's (B)(6)) lead showed low impedance readings and stimulation was unable to be achieved. The lead was removed and 2 replacement leads were implanted and effective therapy was restored.